Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage was noted. The 99% stenosed lesion was located in a severely calcified and severely tortuous distal right coronary artery. The 3.00x28 taxus liberte attempted to cross the lesion, however, it failed. The physician removed the stent delivery system into a guide catheter outside the patient, and it was noted that the stent was damaged at the proximal edge. The device was removed intact. The procedure was completed with another of the same device. The patient's status is listed as good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.